Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her one touch verio2 meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient could not specify when the meter issue first occurred, but stated that it occurred ¿every day¿. The patient reported that she obtained results of ¿198 and 260mg/dl¿ on the subject meter, within 20 minutes of each other. Based on statistical methodology, the calculated difference in results exceeds lfs criteria for precision. The patient could not specify what medications, if any, she takes to manage her diabetes or if she made any changes to her usual diabetes management routine in response to the alleged issue. The patient reported that at an unspecified time after the alleged issue occurred she developed symptoms of ¿shaky and dizziness¿ however could not confirm if she received any treatment. During troubleshooting, the cca noted that the meter was set to the correct unit of measure and the correct sample site was used. The test strips had not expired or been stored incorrectly and the patient had followed the correct testing procedure. This complaint is being reported because the patient allegedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.